Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report l700201 that the pump had a 20 minute battery alarm shortly after being unplugged during transport and a few minutes later shut off. The pump started working again as soon as it was plugged into an ac outlet. As a result, the battery was replaced and the pump is operational. There were no patient complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "short battery run time" is confirmed but the root cause could not be determined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported via a field service report l700201 that the pump had a 20 minute battery alarm shortly after being unplugged during transport and a few minutes later shut off. The pump started working again as soon as it was plugged into an ac outlet. As a result, the battery was replaced and the pump is operational. There were no patient complications.